Event description:
It was reported that there was a precharge voltage error. This error will likely prevent the system from booting. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the battery charger board. The system operates as intended.